Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit transvaginal mid-urethral sling system during a procedure on (B)(6) 2010. This procedure was completed without any complications. According to the complainant, post-procedure, the patient began experiencing from multiple symptoms, including vaginal pressure and pain, vaginal bleeding, and/or dyspareunia. On or about (B)(6) 2011, the patient underwent corrective surgery (specifics unknown). Reportedly, this surgery did not fix the patient's problems, and she continues to experience symptoms including debilitating abdominal and pelvic pain, a recurrence of pelvic organ prolapse, bleeding, and vaginal infections. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urehtral sling system during a procedure on (B)(6) 2010. This procedure was completed without any complications. According to the complainant, post-procedure, the patient began experiencing from multiple symptoms, including vaginal pressure and pain, vaginal bleeding, and/or dyspareunia. On or about (B)(6) 2011, the patient underwent corrective surgery (specifics unknown). Reportedly, this surgery did not fix the patient's problems, and she continues to experience symptoms including debilitating abdominal and pelvic pain, a recurrence of pelvic organ prolapse, bleeding, and vaginal infections. All other information, including the patient's current condition, is unknown and reportedly unavailable.